Event description:
Customer reported they felt the output of their vaporizer was lower than expected. There was no reported patient injury. The unit was returned to the manufacturing site for investigation. The unit was tested, and the reported complaint was comfirmed. Upon further testing, it was determined that thermostat drift caused the low output. An exact cause of the shift in the thermostat setting could not be determined.